Manufacturer narrative:
The report of elevated ldh and suspected thrombus could not be confirmed through this evaluation. Analysis of the log files provided by the account confirmed transient elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined. The account submitted log file for review due to elevated ldh and elevations in power and flow. Analysis of the log file revealed transient elevations in power and flow on (B)(6) 2019 and (B)(6) 2019. The remainder of the file was unremarkable and appeared to be functioning as intended. According to the account, the patient¿s elevated flows and powers resolved. The patient is currently admitted and on IV heparin and tirofiban. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) and no further issues have been reported. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assists system and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device -- 1 year, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had elevated lactate dehydrogenase (ldh) and reported elevated pump flows and powers. Pump thrombosis was the suspected cause of the patient's elevated ldh. Log file review showed some power elevation on (B)(6) 2019 and (B)(6) 2019 which can be caused by elevated ldh. The patient was admitted and put on intravenous heparin and tirofiban.